Event description:
The hospital reported that during an endoscopic vein harvesting procedure, it was observed that the scope image was blurry. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital did not report any pt effects. The hospital will reportedly not be returning the product in question.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).